Event description:
Philips received a complaint by the customer on the v60 (software version 3.00) indicating that the battery was not charging during preventive maintenance (pm) as it was more than 5 years old based on the date of manufacturing and could not hold the power. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The customer called technical support to report that the battery was not charging during preventive maintenance (pm) as it was more than 5 years old based on the date of manufacturing and could not hold the power. Per good faith effort (gfe) response, a 1124 ¿battery failed¿ alarm error occurred, and the lot code of the defective battery was m75757-p1. The biomedical engineer (bme) ultimately replaced the defective battery, after which the issue was resolved. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Manufacturer narrative:
E: (B)(6). Institution phone: (B)(6). Reporter phone: (B)(6).